Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5: the additional evaluation findings are as follows: wire deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the 3-lumen sphincterotome v cutting wire was inserted into the biopsy valve and they tried to use the cutting wire. Then, the pre-curved 3-lumen sphincterotome v product was not facing the correct direction (11 o¿clock direction). Use of the product was discontinued, and the procedure was performed after replacing it with the same model. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the tube and the cutting wire were deformed. This would prevent the cutting wire from deploying in the intended direction. Additionally, it is possible that a force was applied to the distal end of the product during device handling. This likely would have caused the tube and the cutting wire to deform. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. ¿ do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. ¿ do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿ insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument.¿ olympus will continue to monitor field performance for this device.